Event description:
It was reported that during an unspecified therapeutic procedure, the customer broke the light post from the rigid scope. The light post was unscrewed and the serial number could not be identified. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The broken components on the main body were due to excessive use. The device history record was unable to be reviewed for this device since the [lot/serial number] was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.